Event description:
It was reported that this device exhibited low, out of range pacing impedance (150 ohms) from the right atrial (ra) lead. Over-sensed noise resulting in inappropriate mode switches was also observed. It was suggested the ra lead had insulation damage, leading to the electrical allegations. Furthermore, under-sensing due to low amplitudes was also noted. Boston scientific technical services were contacted and recommended providing further event and device details. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.